Manufacturer narrative:
The investigation confirmed that reproducible, discordant (B)(6) vitros anti-hbc igm results were obtained from a single test sample processed using vitros anti-hbc igm reagent lots 1680, 1690 and 1700 on a vitros 5600 integrated system. A definitive assignable cause for the discordant (B)(6) result could not be determined with the limited information provided by the nib. The nib did not provide any qc fluid information so it was not possible to make an appropriate assessment of the vitros ahbc igm reagent performance at the time of the event. Ongoing complaint trending and tracking has not identified any signals of a systemic quality issue associated with the three vitros anti-hbc igm reagent lots used in this event. Additionally, precision testing of the vitros 5600 integrated system was not performed, therefore it cannot be confirmed that the instrument was operating as intended. Unexpected instrument performance cannot be completely ruled out as contributing to the event. The possible cause for the discordant (B)(6) result obtained could be the presence of an unknown sample specific interferent present in the sample. However, as no additional supplemental testing was performed on the sample, it was not possible to establish this. The assignable cause is unknown.

Event description:
A customer observed reproducible, discordant (B)(6) vitros anti-hbc igm results obtained from a single test sample processed using vitros anti-hbc igm reagent lots 1680, 1690 and 1700 on a vitros 5600 integrated system. Nib test sample result of (B)(6) versus the expected result of (B)(6). Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The discordant result was obtained as part of a testing exercise using in-house characterized samples. The sample result was not reported from outside the laboratory and there is no allegation of patient harm as a result of this event. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three different reagent lots were involved. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint number (B)(4).